Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient's blood glucose levels have been erratic in the high 200's, the patient also believes that their blood glucose level went low, but they did not have a meter to test at the time. The patient reportedly had a cortisone injection prior to having the elevated blood glucose levels and the patient reportedly exercised prior to the low blood glucose level and did not eat any food. The patient did not test their blood glucose level when they believe they went low; however the patient felt nervous and disoriented. The patient ate cookies to treat the low. The patient indicated that they worked out prior to the low and had not eaten anything following the workout. The patient also indicated that they completed a 1 unit fill cannula prior to the event. The cannula is only required to be filled 0.5 units. This report is being made based on the indication that the patient experienced low blood glucose levels potentially related to the patient programming a larger fill cannula than is required.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2014 with the following findings: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.